Manufacturer narrative:
The insulin pump passed all functional testing including the self-test, unexpected restart error test, displacement test, rewind test, basic occlusion test, occlusion test, priming test, off no power test and excessive no delivery test. There was no battery out limit alarm and all operating currents were within specifications. There was no unexpected low battery, off no power alarm and unexpected restart error alarm. The insulin pump was received with cracked reservoir tube lip, minor scratches on the display window, cracked case at the display window corners, cracked display window, cracked battery tube threads and scratches on the reservoir tube window.

Event description:
Customer's wife reported via phone call unexpected restart error alarm, battery out limit alarm, off no power anomaly, cosmetic damage and high blood glucose levels. Customer's blood glucose level was over 400 mg/dl. Customer experienced issues reading the display screen and removing the battery cap. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.